Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid (unspecified) would not pass through the interlink system in-line buretrol extension set that was connected to a non-baxter connector. The reported stated that the fluid would not flows from the bag through the connector and burette. It was further reported that fluid will only flow when pressure was being applied by squeezing the bag. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.